Event description:
Boston scientific received information that this right atrial (ra) pacing lead exhibited impedance measurements that ranged from 190 to greater than 2500 ohms. During an in clinic check, diminished p-waves and no capture at maximum output were observed. As a result, an impedance measurement was unable to be obtained. Electrogram noise was noted during pocket manipulation. The issue was felt to be attributed to maturation of the lead. The physician elected to reprogram the device to ventricular only pacing due to the age of the patient. No additional intervention was planned. No adverse patient effects were reported.

Manufacturer narrative:
Available information suggests that this lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.